Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil. The evaluation could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The device will not be returned for evaluation as it remained in the patient.(B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached and migrated to the more distal part of the vessel. The detached implant coil did not block any blood flow; therefore, it was left inside the patient.no injury was reported with the patient as a result of the procedure.